Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the device was cracked and damaged after being placed in a washing machine, resulting in the inability to access the buttons. The device was determined to require replacement. Customer support advised that the device was no longer water resistant and recommended having backup therapy available. A replacement device was arranged. Blood glucose was not affected.